Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred upon power up at (B)(6) department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that "downstream occlusion" was unable to be reproduced. Evaluation sent the device for downstream occlusion testing; however, the testing was unable to be completed due to a "reload set" alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor calibration values out of range and repair will be performed to force sensor scale factor calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.